Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0du2d, implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Product ID 3889-41, lot# va03zyt, serial# implanted: 2012-12-03 explanted: 2021-10-22 product type lead product ID 3058 lot# serial# (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-oct-2016. Product ID: 3889-41, serial/lot #: (B)(4), ubd: 08-nov-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the lead tips broke off during explant and was abandoned in body. Pt reports has been having severe pain where lead tips are. Patient services the pt also mentioned they are getting new implant on (B)(6) 2022 and the hcp will try to remove the abandoned lead tips.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0du2d implanted: (B)(6) 2013 explanted: 2021-10-22 product type lead product ID 3889-41 lot# va03zyt implanted: (B)(6) 2012 explanted: 2021-10-22 product type lead product ID 3058 serial# (B)(6) implanted: 2(B)(6) 013 explanted: 2021-10-22 product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that, due to abuse from a domestic violence situation which patient said occurred several years ago, testing determined impedance issues and therapy wasn't helping anymore. Patient said that it took about five years to get a revision approved and said that the previous systems were broken for about four years. Patient said that the first implant, the lead was placed in the pudendal nerve, and the second implant was placed by the sacral nerve. Patient said that hcp performed the revision and said that they were unable to remove the lead tip as tissue had grown around it. Patient said that their nerve damage is worse due to the lead not being able to be removed. Patient said that after removal on 2021-oct-22 they did consult with the surgeon and was told that, due to the situation, they don't recommend going back again to try to remove the lead tips from before as the hcp considered that it would be too risky. Agent documented the reported event. No further action was taken by patient services.